Event description:
It was reported that the patient experienced recurring incontinence due to urethral atrophy at the cuff site. All components were removed and replaced to complete the procedure. Patient outcome was reported to be good. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the cause of the atrophy was the cuff.